Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. Reportedly, moisture was evident in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/03/2014 with the following findings: visual inspection revealed that the display screen was dim and discolored; the reported event was duplicated. Evidence of corrosion was observed in the battery compartment and on the battery cap contact; these were the only locations where evidence of moisture ingress was found. Unrelated to the reported event, the keypad cover was free of damage. Evaluation revealed that the contrast keypad button was unresponsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.